Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint the grey reload was difficult to install. Failure analysis found the primary failure of cartridge damage to be related to the customer reported complaint. The reload did not show any obvious physical or cosmetic damage. However, when attempting to install the reload onto the in-house sureform 30 stapler, the reload revealed the cartridge was damaged at the tail end or proximal end near the driver. The edge piece of the reload holding the driver was cracked and began to break during installation onto the stapler. The reload was unable to be fired on an in-house system. The root cause of this failure is attributed to user mishandling, commonly caused by the improper installation onto the instrument. For clarification, failure analysis found the primary failure of broken reload to be related to the customer reported complaint. In addition to there being a user related aspect as a common cause of breakage, for the 8mm sureform 30 reload, the design may also be a contributing factor, as the design includes a tail and other features that need to be properly aligned with respect to the channel. Verification of the event details via system logs cannot be performed since fa confirmed the reload was unopened and not used during a procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: failure analysis identified that a component of the reload experienced a break. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thoracic procedure, the grey reload was difficult to install. The tips were flimsy and would bend during installation. The procedure was completed with no reported injury.